Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: two locking caps could not be locked during surgery. The surgeon removed it and changed to replacement units. One locking cap could not be removed and was left in place. The screw and rods were no problem. The surgery was delayed. The event did not require additional medical treatment. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
The product development event evaluation was conducted and it states that the t25 recesses of the locking caps are heavily damaged. A functional test was performed engaging the locking caps by hand in two matrix screw heads. The article with lot number 7041725 did not fully engage. The microscopic investigation shows mechanical damage at thread end and this is the reason the thread cannot be fully screwed into the head anymore. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 2 of 4 report for (B)(4).